Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that a patient had undergone initial hvad implantation on (B)(6)2016. Details regarding the patient's pre-operative course were not provided. The implant was performed by attaching the outflow graft to the left subclavian via a minimally-invasive left thoracotomy approach. On the evening on (B)(6) 2016, the clinical specialist was informed that the patient was in the operating room at that time undergoing a pump exchange. Later information indicated that the patient had experienced elevated hvad power and flows (with flows greater than 10l/min). This pump exchange was performed with the outflow graft attached to the ascending aorta. Intra-operatively, no thrombus could be seen in the inflow cannula. The patent is reported to be doing well. As of the date of this report, he remains hospitalized. No further information is available.

Manufacturer narrative:
Hw27564 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. Independent pathology report revealed evidence of thrombus within the pump. The reported event could not be confirmed via review of log files since log files covering the reported event date were not provided for evaluation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.